Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced hypoglycemic reactions; cause was not known. Reportedly, the reporter alleged that the pump may have been overdosing insulin at the time of the event; however, this allegation could not be confirmed as no troubleshooting was performed and the device was not returned for investigation. Reportedly the customer had convulsions, a fractured eye socket, and required assistance. Hypoglycemic treatment protocol was used to address customer's bg level. The customer reported that the insulin pump did not have a safety cut off of insulin; however, at the time of the event, the customer had turned off the control iq software functionality of suspending therapy when low bg readings were received.